Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator has not been returned to the manufacturer for evaluation. No serial number was given for the device. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.